Manufacturer narrative:
The investigation of hemolysis, positioning issues, and low pump flow has been completed. The data logs were not returned for review. Hemolysis: visual inspection found biomaterial inside the pump cannula and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of hemolysis was most likely biomaterial ingestion based on return product analysis and clinical review. Positioning issues: as per clinical the repositioning reported seems to be a troubleshooting done likely in response to suction event. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no problem was found on the pump. Low pump flow: visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other pump cannula kinks or damaged impeller issues were found on the pump. As per clinical, 0.1l/min flows at p-2 with suction and left ventricle (lv) was simply decompressed with some spikes in motor current (mc) observed. The root cause of low flow was most likely biomaterial ingestion based on return product analysis and clinical review. D9 device returned to manufacturer date added b1 product problem was inadvertently not selected on the initial manufacturer device report number 1220648-2025-28390. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28390.

Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient implanted with an impella cp support exhibited hemolysis. Attempts were made to reposition the pump and reduce the flow to p-1. Additionally, suction alarms occurred. The impella cp was explanted and replaced with an impella 5.5.